Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm thoracic aortic aneurysm approximately 2 months ago. The vessel morphology was reported at 30 mm in diameter in the proximal thoracic vessel and 42 mm in diameter in the distal thoracic vessel. It was reported that the pt returned approximately one week post stent graft implant with chest pains. The CT demonstrated that there was a retrograde dissection at the proximal end of the thoracic stent graft bare spring area and continues for 5 cm up to the left subclavian. The physician believes that he may have inflated the reliant balloon a little too high or too mch contributing to the dissection, however, the final angiogram at the time of implant did not reveal any endoleaks or dissections (mdr2953200-2009-00914). The physician is currently monitoring the pt. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: conclusion: over inflation of the balloon.